Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).the previously reported conclusion code is being updated. The previously reported method code is being updated.

Event description:
Additional information received reported that on (B)(6) 2014 all the drug was removed from the pump and catheter and the pump was filled with saline. The patient was doing "good."

Event description:
Additional information received reported the patient was injured due to a ¿defective¿ pain pump system¿s failure to deliver medications as prescribed which reportedly required removal and/or replacement of the ¿defective¿ device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device.

Event description:
A healthcare provider reported volume discrepancies. On (B)(6) 2013, the expected residual volume (erv) exceeded the actual residual volume (arv), 4.9 ml to 2 ml. On (B)(6) 2013, the erv exceeded the arv, 6.2 ml to 1.5 ml. On (B)(6) 2013, the erv exceeded the arv, 9.2 ml to 5 ml. The hcp stated they always checked the programming and logs with each refill. They noted the same person always performed the refills and they were very careful and precise when doing the refill. They stated the issue began approximately eight or nine months ago, and started out with only approximately 2 cc differences, but the differences ¿had been creeping up¿ from there to 3, 4, and 5 cc¿s. The patient was asymptomatic except for the (B)(6) 2013 refill where the patient thought they had underdose and withdrawal symptoms. The hcp told the patient to utilize their personal therapy manager (ptm). The hcp stated that the way the patient acted, they did not believe the patient had any withdrawal symptoms. The medications infused were morphine and bupivacaine.

Event description:
Additional information received reported the health care provider (hcp) moved the dose to 1mg/ml per day but then on (B)(6) 2014 the pump was programmed to minimal rate. The patient &#50629;nt to ICU (intensive care unit)as of (B)(6) 2014. It was then reported that the pump had 9.7ml in the reservoir as of (B)(6) 2014 at around 7pm. The dose was dropped that day from 2mg/day to 1mg/day and then that next day, friday, it was programmed to minimum rate mode. The device system was previously used to deliver bupivacaine 20mg/ml 2mg/day and morphine 10mg/ml 1mg/day but now delivered bupivacaine at a dose of 0.12mg/day and morphine at a dose of 0.06mg/day.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the pump was explanted and was going to be sent for analysis due to lack of efficacy and return of symptoms. There was a 3-4 milliliter volume discrepancy on the (B)(6) 2014 refill.

Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "synchromed® ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Event description:
Additional information received later reported there was a pump problem. It was reported that actual residual volume (arv) was less than the expected residual volume (erv), arv: 0cc and erv: 5cc. It was noted that the patient had mild withdrawal symptoms (sx) of diarrhea, sweating and shaking over the weekend. It was reported that at the refill yesterday there was a reservoir volume discrepancy. It was noted that ultrasound and 10cc of saline were placed in to and aspirated from the reservoir to confirm they were in the reservoir fill port. It was reported that they saw air bubbles and then no air bubbles so no drug was aspirated from the reservoir. It was noted that the low reservoir alarm volume was 2ccs. It was noted that a healthcare provider (hcp) stated with the other refill there was also a discrepancy of erv:5cc arv:2cc but comparing it with the refill accuracy chart thought that was within normal limits (wnl). It was noted that it was not known when that previous refill occurred. It was reported that the patient was observed by their family member to go "out of it" and then came right back to again. It was noted that this occurred a couple of times but was uncertain when it actually occurred. It was reported that they plan to replace the pump (no scheduled date that caller is aware of). It was noted that they also plan to check erv vs arv (B)(6) 2014 when they expect to have approx. 10cc left in the reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.